Event description:
It was reported that patient experienced burning at the ipg site. Surgical intervention occurred on 09may2022 during which the ipg was repositioned, resolving the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.